Event description:
Customer called to report the insulin pump alarmed for failed battery after a battery change. Blood glucose reading was unknown at the time. The customer was concerned that the insulin pump might stop working. Customer was transferred to help-line for assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.